Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Reported event stent broke. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was removed during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure performed in the common bile duct on (B)(6) 2014. According to the complainant, an advanix¿ biliary stent was placed in the patient during a previous procedure ( implant date unknown). During the procedure, as the physician was removing the stent from te common bile duct with a snare,the stent tore in half at the distal end. No pieces fell inside the patient. Reportedly normal resistance was felt when attempting to remove the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.